Manufacturer narrative:
The occurrence date is an unknown date in (B)(6) 2017. Reporter telephone number: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was treated with unspecified antibiotics and was ¿sent home¿, (no further information). During that same month, the patient experienced another indication, went to the pd unit and was administered unspecified intraperitoneal antibiotics. Two days later, the patient was hospitalized for peritonitis. The cause was not reported. On an unreported date, the pd catheter was removed, peritoneal lavage was performed, and the patient was transferred to hemodialysis. The patient began treatment with three unspecified antibiotics (dose, route and frequency not reported). At the time of this report, the patient remained hospitalized, antibiotic therapy was ongoing and was reported to be in ¿better¿ condition. No additional information is available.